Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty four devices were received for evaluation; 11 events were confirmed during testing. Six devices were found to be affected by worn internal components. Four devices were found to be affected by internal corrosion. One device was found to be affected by corrosion and worn bearings. The reported event was not confirmed for 13 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 24 </noe> malfunction events in which the device overheated. Nineteen reported events had no patient involvement; no patient impact. Five reported event had patient involvement; no patient impact.